Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors had a misaligned end that was broken at the orange joint. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no missing pieces of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the distal end of the orange plastic section. Thermal damage was not observed. The component is broken and there may be missing material, but the size of the missing pieces cannot be confirmed. The complaint regarding misaligned end, broken at the orange joint, was confirmed by failure analysis. The probable root cause of a broken tube extension and the dislodged proximal clevis is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy.